Event description:
User reported to fhc's european union authorized rep about an issue with the micro targeting guideline 4000 lp+. During an ongoing surgery while stimulating on channel 1 with the lp+ system, the pulse duration changed to 1000 microseconds from 70 microseconds which the system was originally set at, which led to a painful sensation to the pt. The stimulation and pain stopped as soon as the stimulation button was released. The system then froze and could only be terminated using windows task mgr. The surgery was then continued using another system and was completed successfully. There was no evidence that the pt was harmed by the lp+ system during or after the surgery.

Manufacturer narrative:
After further eval of the lp+ system, the fhc technical support individual could not reproduce the issue. Nonetheless the preamp was replaced and the system was found to be stable throughout the subsequent surgery. Fhc performed an internal risk assessment and determined that there was no significant risk to the pt, as the system performed as required.